Event description:
It was reported that, "the surgeon was implanting the t1 pedical screw 4.5 poly oasys screw. The hole was drilled at 3.0mm and then tapped at 3.5mm as he put the screw in the tulip head disengaged from the screw. The shaft was left in patient. The tulip head was disposed by operating room.

Manufacturer narrative:
Method: manufacturing record review, complaint history analysis and risk assessment. Results: the product was not returned for evaluation as it was discarded at the hospital and no additional information or lot number could be obtained. Complaint history analysis: 7 previous records relating to tulip disengagement during implantation surgery. The principal cause identified for these past complaints is overload. Risk assessment: no adverse consequences and in order to not delay the surgery, the bone-screw was left in the patient. Conclusion: the review of previous investigations revealed that the principal root cause for this type of failure is attributed to an excessive torsional/compressive force applied to the implant.